Manufacturer narrative:
The sodium electrode lot number was dvk93, and the chloride electrode lot number was dvc81. The expiration dates were not provided. The field service engineer performed decontamination of reagent lines, replaced all electrodes, sipper and vacuum nozzles, and the spring inside the probe cover. He ran successful ise checks, precision checks, calibration, and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable ise results from the cobas pro ise analytical unit for approximately 15 patient samples. One example was provided. The initial sodium result was 155 mmol/l, and the repeat result was 140 mmol/l. The initial chloride result was 114 mmol/l, and the repeat result was 103 mmol/l.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation did not determine a specific root cause. The issue appeared to be resolved after the service actions.